Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty capacitor on the system board. Analysis of reports of the type has not identified an increase in trend.